Manufacturer narrative:
Product event summary #evaluation summary: (B)(4) / (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. The lead was returned with blood on the helix and the helix bent.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was phrenic nerve stimulation at a low output. It was also reported there was muscle stimulation and a pe ricardial perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of thisevent.